Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an equipment technician called during case setup to report a repeated recoverable fault and a boom disabled message at startup. The customer performed multiple hard reboots with no success. The customer elected to perform the case laparoscopically. There had been no patient involvement. The procedure was aborted to laparoscopic surgery prior to patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse contacted the site and was informed that the system could not be used due to error. The fse identified that it was a recurring issue. When the error previously occurred, the fse troubleshot the system by swapping acp2 & acp3 with no change. The fse had swapped the wires on the acpb between right and left cart drive with no change. While swapping back the system stopped erroring. Technical support advised the error could return. The customer informed that two cases would have to be cancelled if the system was not repaired by (B)(6) 2026. The fse returned to service the system on (B)(6) 2026 upon receiving replacement parts. Upon arrival to the system, the fse was able to replicate the 32098 error every time at startup. Fse reviewed logs to find to find 32098 errors on ac_5b. Fse swapped axes controller platform (acp)2 and acp3 and 32098 error moved to ac_5c. The fse put acp boards back in original positions and error returned to ac_5b. Fse replaced acp2. Upon programming acp2, fse experienced 297 errors on pcc3 and multiple errors along nodes ac_5b-f. After troubleshooting fse consulted technical support. Acp board had to be programmed multiple times to get it to work but deletion steps in workflow continued to fail. After putting original acp board back in, everything passed in workflow for old acp but 297 on pcc3 was still present. Fse put new acp back in and it passed programming and deletions. 297 error still present. After further research and troubleshooting fse and technical support used local host to reprogram the common compute controller (ccc) golden image. 297 error was no longer present. System booted up multiple times with no errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The acp cfg was returned for failure analysis, and the reported error 32098 was replicated and confirmed. In the system logs, the error 32098 was found indicating an fault reaction logic / brushless motor control (frl blmc) fault. Also confirming this fault did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed, programmed and tested on the pca golden system where error 32098 was triggered during system startup, replicating the reported event. This acp cfg was aba tested with a well-known gold unit and was able to confirm and verify it as the source of the fault. As a result of the test and findings, failure analysis was able to conclude that this acp cfg was verified to be the root cause of the reported event.